Manufacturer narrative:
Lot number provided was not valid. Initial reporter information not provided. FDA contact information utilized. Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. Mw5044618. (B)(4).

Event description:
During an unknown procedure it was reported that the drill bit broke off approximately 1cm in the bone. There was no report of patient injury.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).